Manufacturer narrative:
An event regarding revision involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -clinician review: not performed as no medical records were provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had a revision. The event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient was implanted with accolade tmzf hip stem, and lfit v40 femoral head, trident acetabular shell and x3 poly insert. Date of primary surgery was (B)(6) 2009 patient underwent total right hip replacement. Date of first revision was (B)(6) 2014 patient underwent a revision total right hip replacement. Date of second revision was mid-may 2014 patent underwent a second revision total right hip replacement.

Manufacturer narrative:
An event regarding revision involving an unknown metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient was implanted with accolade tmzf hip stem, and lfit v40 femoral head, trident acetabular shell and x3 poly insert. Date of primary surgery was (B)(6) 2009 patient underwent total right hip replacement. Date of first revision was (B)(6) 2014 patient underwent a revision total right hip replacement. Date of second revision was mid- (B)(6) 2021 patent underwent a second revision total right hip replacement.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient was implanted with accolade tmzf hip stem, and lfit v40 femoral head, trident acetabular shell and x3 poly insert. Date of primary surgery was (B)(6) 2009 patient underwent total right hip replacement. Date of first revision was (B)(6) 2014 patient underwent a revision total right hip replacement. Date of second revision was (B)(6) 2014 patent underwent a second revision total right hip replacement.